Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the surgeon that the pt's aortic insufficiency (ai) was "moderate +". He had previously done a partial closure stitch and would need to fully close the valve. The pt's aortic valve opened on each beat. His left ventricle was not being completely decompressed and his lactate dehydrogenase (ldh) was elevated. The decision was made to "swap out" the pt's pump. The hope was to be able to maintain his apical sewing ring and aortic outflow. It was reported that they needed to expose the pt's groin vessels and his ldh was stated as being 2700 prior to this pump exchange. The pt returned to the operating room for a pump exchange. Upon opening the pt's chest, the outflow graft bend relief was noted to be disconnected from the pump and obstructing the outflow blood path. The pump exchange proceeded with only exchanging the pump. The original inflow conduit and outflow graft continued to be used with the outflow graft bend relief coller applied.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. Reports of disconnection of the bend relief from the sealed outflow graft have been addressed through the MFR's corrective/preventative action system, updated device labeling, an urgent medical device correction notice ((B)(4)) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplemental and has been implemented. The attached user facility report # (B)(4) was received from the (B)(4) registry. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.